Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
The patient's spouse reported that the device "went off" twice and they never heard the alert tone. It was further reported that when the device was replaced the implant site "blew up" but the physician kept a close eye on it and the swelling went down. The device remains in use. No further patient complications have been reported as a result of this event.